Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v332610, implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the lead, lot #v332610, found the #3 connector pulled off. The outer insulation appeared to be torn apart and the conductors were severely stretched and broken. Analysis of the stimulator, serial #(B)(4), found the #3 connector of the lead stuck in the connector port. This part was removed and a good lead was successfully inserted without difficulty into the stimulator. Analysis of the stimulator, serial #(B)(4), found that it had no telemetry and no output but it had reached normal end of life. No anomalies that would have caused premature battery depletion were discovered.

Event description:
It was reported that an implantable neurostimulator (ins) was being replaced due to battery depletion. The lead was disconnected and the lead appeared to have been in good condition. An attempt was made to insert the lead into the new ins. The lead could not be inserted into the header block of the ins. The health care provider (hcp) tried numerous times and "pushed on lead." As hcp was "pulling out the lead" the lead "unraveled." The lead was replaced. The new lead would also not advance into the ins. A new ins was used, and the lead inserted easily into the new ins. The case was finished with no further issues. It was reported there was no patient injury. This manufacturer's report is filed under the ins that had lead connection difficulties.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.